Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery occurred on (B)(6) 2014. The complaint involved a pt that was complaining of recurrent hip dislocation. Both the original and the revision surgeries used omni products. The original arc stem had subsided and the neck was revised to an anteverted arc neck. The original 36mm x 0mm biolox delta femoral head was replaced with a 36mm x +4mm biolox delta femoral head.

Manufacturer narrative:
The complaint made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.